Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that in describing the event or problem, occured in section b5 was incorrectly filled with vizualization of particles. After review it was determined that the event or problem should be dry mouth and nose, headache, hence the statement was changed as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging dry mouth and nose, headache.there was no report of permanent or serious patient harm or injury. The manufacturer previously did not report the clinical code, occured in section h6. After review it was determined that the clinical code will be 4485, 4464, 1880.